Event description:
It was reported that the patient had pulmonary thromboembolism. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, the patient suffered from pulmonary thromboembolism (tep). No further patient complications were reported. The patient was sent for additional testing and was stable and is expected to fully recover.